Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4 years and 11 months post implant of a 26mm sapien 3 valve in the aortic position, the patient underwent a valve in valve procedure with a 26mm sapien 3 ultra resilia. Failure mode was stated as stenosis. The patient was symptomatic. CT completed 20 days prior to valve in valve procedure was reviewed by an edwards lifesciences imaging specialist, and the following was observed: the valve appears to have good placement, but it is under-expanded (24.6mm at mid valve). The leaflets are calcific and thickened at the commissures. There may be mild halt at the medial cusp.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
Medical records were provided by the site. The patient was symptomatic with heart failure prior to the valve in valve procedure. Echo completed 4 years, 9 months post the initial tavr procedure stated the valve appeared to be functioning abnormally with mean gradient 50mmhg, ava vti 0.91cm2.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information per medical records received from the site and device evaluation. The following sections of this report have been updated: corrected b3, additional information added to b5, additional information added to b7, corrected code h6 health effect - clinical code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remained implanted and was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and reviewed by an edwards lifesciences imaging specialist, which revealed the following: valve appears to have good placement. Valve under-expanded (24.6mm at mid valve). The leaflets are calcific and thickened at the commissures. There may be mild halt at the medial cusp. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, calcification of the device was confirmed based on the imagery and medical records provided for review. Available information suggests patient factors (dyslipidemia, diabetes mellitus) likely contributed to the event as reported in the medical record . The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.